Event description:
2 patient samples with elevated free t3 results. Patient 1, female, gave free t3 result of 21.5 pmol/l, no method comparison data provided. Patient 2, male, free t3 result of 12.85 pg/ml. Same sample repeated using different methodology recovered 3.61 pg/ml. If additional information is received, appropriate notification will be provided.